Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited consistent high shock impedances. Current measurements are greater than 125 ohms. Boston scientific technical services (ts) noted that the rv lead is a single coil lead which is known to retrieve higher impedance values. Ts also noted that gradually increasing shock impedances could be caused by several factors such as progressive encapsulation of the lead. Ts recommended brining in the patient for isometrics and pocket manipulation and increasing the shock impedances alert limit from 125 ohm to 150 or 175 ohms. The patient was brought back in and isometrics and pocket manipulations and no lead issues were identified. No adverse patient effects were reported and the lead remains implanted. New information received that shock lead impedance testing was performed. The measured shock impedances within normal limits. The patient will continued to be monitored.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited consistent high shock impedances. Current measurements are greater than 125 ohms. Boston scientific technical services (ts) noted that the rv lead is a single coil lead which is known to retrieve higher impedance values. Ts also noted that gradually increasing shock impedances could be caused by several factors such as progressive encapsulation of the lead. Ts recommended bringing in the patient for isometrics and pocket manipulation and increasing the shock impedances alert limit from 125 ohm to 150 or 175 ohms. The patient was brought back in and isometrics and pocket manipulations and no lead issues were identified. No adverse patient effects were reported and the lead remains implanted.